Event description:
It was reported that a malfunction occurred on the pump with the malfunction code malf 12. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the caller in resetting the pump, and the caller was instructed to call back if any malfunction recurred. The customer acknowledged and understood the instructions, and it was confirmed that the malfunction code did not recur after resetting the pump, allowing the customer to continue using it.